Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the holding area where oozing from the ends of the incision site was observed. The system was explanted due to the suspicion of infection and a new system was replaced on the right side. The patient was stable post procedure.